Event description:
A physician reported that during a glaucoma shunt implant procedure, there was no flow of aqueous humor after implantation. There might have been clogging that need to be checked. The surgery was completed after change in procedure type to trabeculectomy. Additional information has been requested and received stated that on (B)(6) 2022, the abolished anterior chamber was observed and viscoelastic material was injected. On (B)(6) 2022, due to abolished anterior chamber, additional cataract surgery, anterior vitrectomy, and posterior capsulectomy was performed as per malignant glaucoma. Currently the anterior chamber was formed but patient is under prolonged hospitalization due to corneal endothelial damaged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
. Customer reported that "no flow of aqueous humor was there after implantation". No data regarding product identity was received i.e. No lot or serial number were indicated for the event therefore a complaint history review, non-conformance review and DHR review could not be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event thus review of the reported lot device history record could not performed. Product evaluation, the sample was received at the manufacturing site and investigated as follows: the sample was returned in a bubble plastic rap- no original secondary packaging the sample included a cradle and eds that was placed in designated location firmly in cradle. Shunt inserted in a small plastic bag not mounted/assembled on to the eds tip. There was no pouch and IFU of the original packaging. The eds wire was partially pressed the eds wire protruded from cannula opening the sample was transferred to manufacturing representative for physical inspection for clogging. The lumen was found partially clogged after cleaning the lumen was opened shunt outer surface found to be clean of marks and scratches the faceplate (disk) found to be bent- not according to specification: it is assumed that the shunt was bent while shipment preparation when sample was sent back to facility however this could not be determined at this stage with obtained information. With that being said although shunt faceplate found bent, its obtained status and form would not cause clogging of the shunt. Product non-conformance could not be determined- for the reported event. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Reason for the clogging could not be determined. Complaint is conformed. A root cause for the customers reported event could not be determined. Product malfunction or cause could not be determined with relation to the event. The manufacturer internal reference number is: (B)(4).